Manufacturer narrative:
A philips service engineer is scheduled to visit the customer site to identify the specific system failure and repair the system. Repair details will be included in a follow up report upon investigation completion.

Event description:
A customer reported their epiq 7c ultrasound system would not lock in place. This may be a failure of the swivel mechanism of their system¿s control panel which would not lock properly. It is unknown when this issue was first discovered by the customer or which lock was impacted. There was no patient or user was harmed as a result of the issue.

Manufacturer narrative:
The reported issue was confirmed to be the swivel mechanism of an epiq 7c ultrasound system¿s control panel not locking properly while transporting the unit within the user facility. A philips service engineer reseated and secured the articulation arm solenoid bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported their epiq 7c ultrasound system would not lock in place. This may be a failure of the swivel mechanism of their system¿s control panel which would not lock properly. It is unknown when this issue was first discovered by the customer or which lock was impacted. There was no patient or user was harmed as a result of the issue.